Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on 17-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("implant had migrated"), cardiac disorder ("cardiac disorders leading to a small attack"), acute myocardial infarction ("cardiac disorders leading to a small attack") and autoimmune disorder ("auto-immune disease that revealed itself") in a (B)(6) female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. Concurrent conditions included general anesthesia. On (B)(6) 2016, the patient started essure. On (B)(6) 2016, the same day after starting essure, the patient experienced pelvic pain ("pelvic and back pain appeared which never left her") and back pain ("pelvic and back pain appeared which never left her"). In (B)(6) 2016, the patient experienced cardiac disorder (seriousness criterion medically significant), acute myocardial infarction (seriousness criterion medically significant), menorrhagia ("hemorrhagic menstrual periods"), arthralgia ("joint pain"), memory impairment ("memory disturbances"), insomnia ("insomnia") and myalgia ("muscular pain"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (essure removal on (B)(6) 2016). Essure was withdrawn. At the time of the report, the device dislocation had resolved and the cardiac disorder, acute myocardial infarction, autoimmune disorder, pelvic pain, back pain, menorrhagia, arthralgia, memory impairment, insomnia and myalgia outcome was unknown. The reporter considered device dislocation, cardiac disorder, acute myocardial infarction, autoimmune disorder, pelvic pain, back pain, menorrhagia, arthralgia, memory impairment, insomnia and myalgia to be related to essure. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced cardiac disorders leading to a small attack, auto-immune disease that revealed itself and it was reported that implant had migrated. Essure was removed. Only the event implant had migrated is regarded as anticipated according to the reference safety information for essure. The other events are unanticipated. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. Therefore, based on the information provided and possible mechanism of migration, a causal relationship between the event and essure cannot be excluded. With regards to the other events, considering their nature and that essure has a local at fallopian tubes, a causal relationship can be excluded. In line with health authority's assessment, this case was regarded as incident because a device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced cardiac disorders leading to a small attack, auto-immune disease that revealed itself and it was reported that implant had migrated. Essure was removed. Only the event implant had migrated is regarded as anticipated according to the reference safety information for essure. The other events are unanticipated. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. Therefore, based on the information provided and possible mechanism of migration, a causal relationship between the event and essure cannot be excluded. With regards to the other events, considering their nature and that essure has a local at fallopian tubes, a causal relationship can be excluded. In line with health authority's assessment, this case was regarded as incident because a device removal was required. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. No further information will be available, because health authority does not allow active follow-up.